Event description:
It was reported that "dr was putting on a 1 level plate 16mm on acdp. He was putting in a top screw and the screw went through the plate. He backed the screw out and put in another screw. He then proceeded to take another plate and demonstrate the difference between the two".

Manufacturer narrative:
Additional information has been requested and if received will be reported on a supplemental.